Event description:
The facility returned the device for service with a report of a failure code 810:04. Information was not provided regarding whether or not the device was in patient use when the event occurred.